Event description:
There was an allegation of a questionable elecsys troponin t hs result from the cobas e 801 analytical unit for one patient. The initial result was 586 ng/l, with a repeat result on another cobas analyzer of 6.6 ng/l. A new sample had a result of 6 ng/l. The questionable result was repeated as it did not match the patients clinical status according to the doctor.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). No calibration influence was observed. Qc was within range before the sample measurement. The investigation is ongoing.

Manufacturer narrative:
The investigation was unable to determine a specific root cause. A general reagent or analyzer problem was not present because the qc before the event was within the acceptable range.